Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any part(s) of broken pouch devices fall into patient? If part(s) of pouch devices fell into patient, were part(s) of device retrieved? Did specimen contents of pouch devices fall into patient? If so, were specimens retrieved? Was there any change to procedure or post-op patient care as result of torn pouch?

Event description:
It was reported that during a laparoscopic removal of dermoid ovarian cyst the pouch was entered into the abdomen using the standard technique. Two pouch's broke when being removed through the port site with the specimen inside. Third pouch eventually removed the specimen. Procedure was delayed by ten minutes as the content of the broken pouch had to be emptied into the new pouch each time. No adverse event.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the pouch found that only the bag was received for analysis. Upon evaluation, the bag was noted to have a hole at bottom end. Please note that each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal the batch record was reviewed and no anomalies were noted during the manufacturing process.